Event description:
It was reported that the 9800 system displayed a filament fail error message during a case. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an investigation. A fluoro function pcb and a generator interface pcb have been ordered. It is believed that when the ordered components are replaced the reported problem will be addressed. If add'l info is received that indicates otherwise, a follow-up report will be submitted as required.